Event description:
Additional information received reported the patient had had coupling and communication issues since implant and difficulty maintaining a charge. The neurostimulator had been overdischarged three times and normal charging could not be restored. Settings were not able to be obtained from the device. The neurostimulator was replaced on (B)(6) 2011 and the patient recovered without sequela.

Manufacturer narrative:
Analysis of neurostimulator model 37713 (B)(4) showed no significant anomalies. Specifically, the battery capacity had been reduced due to overdischarge. Initially as received, there was no output (telemetry) from the device. Telemetry was determined to be okay after a physician mode recharge was performed (recovered normally). After interrogation, the total recharge count was 16 and the last recharge session was noted as the default implant date of (B)(6), 2000. The device was recharged for 4 hours and 34 minutes and was charged to a level from 2.145 to 3.775 volts. The device was then re-interrogated which showed no patient usage and that the battery had discharge to the lock mode on (B)(6) 2000. The coupling record of the last 5 patient recharge sessions showed 1@75%, 2@50%, 1@25%, and 1@12.5%. Good stable output was observed on the output settings as received and passed the automated test console test.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was initially reported that the pt was having coupling and or communication issues. It was noted that the pt had not changed her ins since implant. The stimulation had been turned off. The ins battery was flashing at the 50% quartile with no coupling bars. In f/u reporting from the hcp, it was noted that the cause of the event was the ins with inadequate coverage. Impedance check within normal limits. Lumbar x-ray was noted. The pt had the spinal cord stimulator replaced and felt that it was now covering 100% of her pain. The pt outcome was non-serious injury/illness.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).